Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump became stuck on a screen when attempting to bolus. The blood glucose reading was 433 mg/dl. The issue was not cleared with a change of the reservoir and infusion set. The customer treated with manual injection. The customer also reported that there was a call to paramedics due to passing out in a swimming pool and drowning with low blood glucose. The customer was revived by paramedics and the blood glucose reading at that time was 58 mg/dl. The customer also had kidney failure and pneumonia and was treated for 12 days in the hospital. The drive support cap appeared normal and recessed. The insulin exited with a manual prime and no leaks or air bubbles were found. The site was not sore or irritated. The customer declined further troubleshooting for high blood glucose and reported it was due to eating pizza after a low blood glucose of 43 mg/dl.